Event description:
It was reported that during the procedure, a 3.0x28 xience v rx stent delivery system (sds) was advanced over an asahi soft guide wire and into a non-abbott guiding catheter, toward a heavily calcified, 89% stenosed, de novo lesion in the mildly tortuous distal left anterior descending (lad) coronary artery, however, resistance was felt during advancement, force was applied, and the xience proximal shaft broke during advancement in the guiding catheter. The xience was withdrawn from the anatomy with resistance felt and force applied against resistance. A non-abbott stent was used to complete the procedure. There were no patient effects and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi soft, guide cath: medtronic, sheath: cordis. (B)(4) - against resistance. The device was returned for investigation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The difficulty to position/remove could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.